Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a three gang large bore stopcockmanifold presented with some separation around the points where the stopcocks were fused. This was noticed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2018-06581. All investigation activities will be captured under report 1416980-2018-06581.